Manufacturer narrative:
Date rec'd by MFR: 10may2019. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) of the air flow sensor drifted out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. Phone number not provided. The service engineer (se) inspected the device. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported that the ventilators oxygen concentration was 95.2% when the setting was 100% at oxygen concentration accuracy test. No patient involvement. Event date not specified, estimate used.